Event description:
It was reported by a customer that the fiber forward fired and the fiber was damaged at the tip at 20,000 joules. Add'l info reported by the customer was during set-up an aim test was performed ant the beam was visible. During the procedure, the forward firing condition was noticed after 5 minutes and the fiber burned. There were no error codes displayed on the console when this event occurred. The user did not experience any injury from the use of the sys. The pt did not experience any difficulties as a result of the event. The physician decided to perform treatment with turp.